Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis, as its unavailable per hospital policy; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Concomitant medical products: part # 650-0661/delta ceramic fem hd/ lot # 3050950. Part #010000664/ g7 pps ltd acet shell / lot # 6549398. Part #51-103110/ tprlc 133 t1 pps / lot # 6892440.

Event description:
It was reported that patient underwent left hip revision surgery approximately 5 months post implantation due to instability and dislocation. The liner and head were removed and replaced with duel mobility. Attempts have been made and additional information on the reported event is unavailable at this time.